Event description:
On (B)(6) 2008, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed a type ii endoleak from two pt lumbar arteries. A possible proximal type I endoleak was also noted. On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the possible type I endoleak and type ii endoleak. The two patent lumbar arteries were also coil embolized to treat the type ii endoleak. On (B)(6) 2010, a computed tomography angiogram revealed multiple type ii endoleaks with slight aneurysm growth on (B)(6) 2010, the aortic extender components and the trunk-ipsilateral leg component were explanted and a gore tex vascular graft was implanted to treat the type ii endoleaks and aneurysm growth. The contralateral leg component remained inside the pt as a dual layer between the artery and the new graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lost met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risk and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Add'l devices implanted and related to this event include: pxa260300/06694224, pxa260300/06027899, pxc141000/06235523.